Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose level was under 200 mg/dl. He noticed there was a lot of resistance when the insulin was pushed through the tubing. The customer reported that he did not want his insulin pump replaced because he believed the issue was with the materials and not the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)